Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia despite replacing the insulin cartridge and infusion set twice and subsequently disconnecting from the pump to administer manual subcutaneous insulin injections, with both cgm and bgm indicating high readings; no device alerts or alarms were reported, and troubleshooting and education were provided. Symptoms included hyperglycemia without reported physical symptoms such as dizziness or loss of consciousness. Outcomes included temporary elevation of blood glucose requiring back-up therapy with manual insulin injection and outreach by clinical support, with no hospitalization or professional medical intervention. Investigation included complaint intake review and user troubleshooting by the clinical response team. Investigation of this case revealed an unclear cause of hyperglycemia, with no evidence provided of set kinking or occlusion and no device alarms to suggest a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.